Event description:
A malfunction alarm was reported by the customer, identified as malfunction 12, which did not have any adverse impact on the customer¿s blood glucose level. Initially, technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further problems. However, when the malfunction recurred, technical support decided to replace the pump. Customer reverted to an alternative method of insulin therapy.